Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced accessible ac current and brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
It was originally reported that the pending device had exposed bare wires and the brakes cannot be engaged. Upon evaluation, it was found that the brake issue was not reportable. This event will be moved to MFR report # 0001831750-2023-01048.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced accessible ac current and brakes cannot be engaged. There was no patient involvement.